Event description:
The crrt [continuous renal replacement therapy] cartridge was connected and running when clear fluid was noted to be leaking from the chamber part of the machine. No alarm sounded at the time the leak was discovered. The nurse identified that the bladder portion of the crrt cartridge is noted to be leaking. No known patient harm at this time.